Event description:
Possible lvad controller failure lead to lvad stopping. The controller was changed and the lvad restarted. The pt may have aspirated during the event and he was pronounced dead at the hospital.